Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying error message user advisory 08 (motor controller fault detected) when powered on. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The customer reported issue of the autopulse displayed ua08 (motor controller fault detected) error message was confirmed during initial functional testing and in the archive review. To remedy the issue, the motor controller board was replaced. Following the replacement, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection noted no physical damage upon receipt. Functional testing was not performed due to ua08 (motor controller fault detected) displayed upon powering on the unit. The root cause was determined to be a defective motor controller board. Archive review showed multiple error message of ua08 (motor controller fault detected) occurred on the reported date of (B)(6) 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).